Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found diluent dripping between blood sampling valve (bsv) pads. The fse replaced the bsv to resolve the reported event. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the blood sampling valve (bsv) pads of the coulter lh 500 hematology analyzer leaked approximately 3 ml of fluid. The leak was not contained within the instrument. The instrument did not generate any errors. The operator was wearing a lab coat, gloves, and eye glasses at the time of the incident. There was no reported exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.